Event description:
The customer tested his blood glucose using his contour and elite meters. The contour read 90 mg/dl , while the elite read 465 mg/dl. The difference between readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The elite meter is to be returned for evaluation. A new contour meter kit was sent to the customer.